Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined the housing corroded which caused the motor to get stuck inside and cannot be removed and the unit had low rpms. The shaft, bearing, and reciprocation arm were corroded; however, the repair was not completed because the device is not serviceable due to the corrosion. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle was coming off the unit prior to surgery, and there was no patient incident. Evaluation of the device later found that the motor was operating below specification, and it got stuck. No adverse events were reported as a result of this malfunction.